Manufacturer narrative:
Vyaire file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Vyaire medical representative went on-site to check the device. Advised customer that the unit needs new main board replacement. Performed replacement and test base procedure but unable to complete zero pressure calibration. Dis-assembled and reassembled device but issue persist. Recommend for a possible replacement of insp block. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellvista1000e us having alarm 401 - inspiration valve or device leaky. The customer confirmed that the issue happened prior to patient use, no patient involvement associated with this event.

Manufacturer narrative:
Correction:upon review,this is found to be a duplicate of the original complaint (B)(4). An original MDR for this reported issue was submitted under MFR report # 3004553423-2022-01550. Please disregard and void MFR report # 3004553423-2022-1621.